Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 91 mg/dl, compared with the sensor glucose reading of 57 mg/dl. The customer reported that the sensor cannula was bent. The customer stated that the insulin pump would suspend insulin delivery when her blood glucose reading was 159 mg/dl on a previous occasion. She was advised that the sensor would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.